Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The consumer reported that sometime between 2000 and 2005 they thought a lead or something broke. It was not effective at all and nothing had been done to fix it. Follow-up is being conducted to obtain information about what diagnostics/troubleshooting was done and what interventions were taken. If additional information is received a supplemental report will be submitted.